Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Additionally, the force sensor was found to be out calibration. The pump cover was opened and contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, the force sensor was out of calibration, and the force sensor plate was contaminated. This report is made based on results of investigation completed on 10/03/2013. There was no adverse event associated with this complaint.